Manufacturer narrative:
The sample was not returned for further evaluation. However, based on the use review it can be concluded that pump was not used in accordance with the instructions. The instructions for use (IFU) has no indication for the pump to be used for peritoneal catheter or filled at reported volume (60 ml) minimum fill volume for this pump model is 71 ml. The customer expected the pump flow rated at a linear calculation, which is not demonstrated by the IFU. The root cause of the event is attributed to incorrect use. According with the DHR review the production lot met all manufacturing and quality specification. All information reasonably known as of 11-jul-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time.. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Upon completion of the investigation; a follow-up report will be filed. All information reasonably known as of 13-jun-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced six different incidences, which were associated with separate units, involving an unknown number of patients. This is the second of six reports. Refer to 2026095-2017-00114 for the first event. Refer to 2026095-2017-00116 for the third event. Refer to 2026095-2017-00117 for the fourth event. Refer to 2026095-2017-00118 for the fifth event. Refer to 2026095-2017-00119 for the sixth event. It was reported that users have been experience fast flow events associated with the use of elastomeric pumps in conjunction with peritoneal catheters. It was noted that the pumps are filled to last five days, but they are complete in two to three days. Additional information received on 31-may-2017 acknowledged that the product was not used in accordance with the instructions for use by filling below the minimum fill volume. Additional information received on 07-jun-2017 stated that attempts have been made to provide education to the user facility and the importance of filling the pump to the proper volume for adequate flow time. Additional information received on 12-jun-2017 stated that the pumps were filled with 60ml and should have run for five days. However, they were empty in two days. Additional information has been requested but not yet received.